Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose in the high 200 mg/dl range, with drowsiness and thirst. Reporter alleged that the time/date are not correctly maintained when the battery is removed from the pump for less than 24 hours. The reporter was unwilling to troubleshoot. The time/date issue is not being reported as the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: the last basal delivery was on (B)(6) 2016. Unable to verify the time/date reset to default setting in the black box data. The total daily dose (tdd) history goes from (B)(6) 2014 to (B)(6) 2016; however, the black box data for this time was not available. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time /date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.